Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd totalys multiprocessor, there was mis-association of patient name and actual patient sample number. The case number on the slide matched the case number on the vial correctly, but the patient's name on the slide does not match the name in the customer's lis. No adverse impact was reported regarding the patient or user.